Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following verbatim. Rn was preparing the IV infusion set for insertion in a patient. When everything was set up or put together, no flow of fluid was observed along the tubing even though it was securely attached to the IV bag; roller clamp and safety clamp all opened.

Manufacturer narrative:
It was reported that the set would not flow. One sample model 2420-0007, lot 24015098 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with water and would not flow. Components of the set were cut off until there was flow. Flow happened after cutting off the tubing adapter. Visual inspection under the microscope showed signs of excess solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most possible root cause that generates a flow issues - fluid blockage (occlusion) is the omission of the process, which, if not followed, results in the occlusion due excess of solvent. When gluing the tube more than once, a drop of solvent is generated which remains trapped inside the adapter, creating a plug occluding the fluid path. Lot reported was manufactured on january 12th, 2024, before retraining carried out on (B)(6) 2024 for a similar condition reported. A device history record review for model 2420-0007 lot number 24015098 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information